Event description:
The customer contacted baxter's technical service center regarding system error (se) 2240, which occurred on the homechoice (hc) during drain 1/6. The baxter technical service representative (tsr) explained the alarm to the home patient (hp). The tsr asked if the hp disconnected at any time during therapy and the hp stated no. The tsr had the hp check for open clamps on the supply lines. The clamps were open on the unused supply lines. The tsr also had the hp check that the bag ports were spiked properly. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the hp. Product surveillance contacted the hp's regarding the system error 2240 alarm. The nurse stated that the home patient has been doing fine and able to continue therapy.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).